Event description:
It was reported that the patient underwent a sinus lift procedure of the #2 and #3 teeth on using rhbmp-2/acs. At the time of implant, the site had approximately 3mm of native bone. The patient grew enough bone to place both implants 151 days post-op. At the time of implant placement, both were stable. The implant placed at site #2 did well, but the implant placed at site #3 failed. Cone beam x-ray indicated that the bone around the implant at #3 had resorbed, and the implant was able to "spin" in place. The patient underwent a surgical procedure to re-graft the #3 site using rhbmp-2/acs 189 days after the implants had been placed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.